Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent "y" icon.

Manufacturer narrative:
Evaluation of data confirmed the intermittent out of range. Data was received (B)(6) 2013. Evaluation of the returned transmitter did not confirm intermittent out of range.